Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sample was returned to our quality engineer for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane. It was observed that the protector penetrated the stopper of the vial off center. The vial cap was measured, the diameter measuring slightly smaller at 13.80mm, the protector compatible with most vial 14mm vials. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on our investigation we are not able to identify a definitive root cause at this time.

Event description:
It was reported that the protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: after attaching p14j to the vial of novantron, leakage occurred.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the protector p14j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: after attaching p14j to the vial of novantron, leakage occurred.